Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: what were the indications for surgery? Stomach cancer. What was the initial surgical procedure? Ladg. Was there any issue with device intraoperatively? No. Were any staple formation issues noted throughout care of patient? No. Please provide timeline. How long after initial procedure did event occur? 10 days later, the patient came into the emergency room. What was done in 2nd procedure to address issue? 2nd procedure name was primary repair due to the panperitonitis. What is the current patient status? The patient has been hospitalized in an intensive care unit.

Event description:
It was reported that there was a failed anastomosis at the duodenum stump. The patient came into the emergency room with panperitonitis, and additional procedure was performed.